Manufacturer narrative:
The complaint of the joint separating is inconclusive due to the condition of the sample. Upon receipt the plastic wrap sleeve was identified and is located between the 6 and 9 cm depth markers. Magnification of the shrink wrap revealed multiple folds. The shrink wrap sleeve has separated from the feeding tube/dilator connector joint and slid away during the placement procedure. A cross sectional view of the proximal end of the feeding tube exhibits a smooth and striated cut. This is indicative of a cut with a sharp instrument such as a knife or scalpel. The dilator and plastic joint was not returned for evaluation. Stresses during the placement procedure may have contributed to the complaint incident. However, without the complete sample the mechanism of the failure is undetermined. A lot history review (lhr) of huwk1454 showed no other similar product complaint (s) from this lot number.

Event description:
Joint on peg tubing, separated from the peg itself and as the doctor pulled the product through the pt's stomach, a piece has stayed inside the pt and had to be retrieved.